Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that perfluoro-n-octane was used in macular surgery of a patient. The patient experienced macular atrophy after the surgery. Additional information has been requested. Additional information has been received indicating that the surgery was a combined vitrectomy procedure and general anesthesia was used.

Manufacturer narrative:
Additional corrected information is provided in h.6. Corrected information is provided in b.3, b.5, b.6 and b.7. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient with macular atrophy and severe vision affectation post two consecutive vitreo-retinal procedures (vitrectomy + cryotherapy + air) and (vitrectomy + laser + gas). The surgeon indicated that they want to "discard the potential toxicity" in relationship to the product associated with this event. A sample product was requested for evaluation, however it was indicated by the reporter that there was no product sample available as it was completely used during each of the surgeries, respectively.

Manufacturer narrative:
No sample has been received for evaluation. Review of the complaint history shows no similar complaint reported. Review of the manufacturing batch record (mbr) of the lot number provided indicated that product was processed and released according to the product's acceptance criteria. Review of the incoming component qa inspection reports showed to be acceptable (reference the component grid for lot code). All finished product testing results met specifications. The product is manufactured according to requirements of the device master record. The product is sterilized via filtration through sterilized silastic tubing filled into dry heat sterilized vials using a peristaltic pump. Finished product testing includes infrared adsorption, uf absorption, mnr, purity of pfno (gas chromatography), particulate analysis, bioburden and sterility. All testing for the batch associated with the reported lot met specifications. The product insert provides indications, instructions, and storage condition. Customer product storage and use could not be confirmed. Root cause for the complaint condition could not be determined. Potential root causes include: solution quality issue highly unlikely, as chemistry and microbiology data are verified to meet regulatory requirements prior to release. Consumer mishandling no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique no conclusion can be made regarding the contribution of surgical technique. A comprehensive review was performed including review of the mbrs, complaint history, sanitization records, bioburden records, stability data, incoming component inspection results, in process finished products and environmental/utility samples. The review shows that the manufacturing processes were in a state of control. Based on acceptable mbr review, incoming component qa inspection testing results, and finished product inspection results, this lot continues to be acceptable. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).